Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that she had high blood glucose of 298 mg/dl and her insulin pump is not working correctly. Customer stated that her insulin pump is alarming button error and battery out of limit. Troubleshooting was performed and assisted customer with clearing the alarm, programming time/date. It was unable to program basal rated due to keypad buttons were stuck and the numbers were scrolling. Customer treated with a manual injection. * advised to discontinue use of the insulin pump and revert to a back-up plan per hcp's instruction. Nothing further was reported.